Event description:
It was reported through maude report #(B)(4): I had a total hip replacement in 2009. I received a stryker rejuvenate spt prior to this surgery. I had pain and catching/clicking in my right hip. It was very painful to ride in any vehicle. The pain was affecting my knees as I tried to favor my hip. All this increased since the surgery, plus the weakness in my hip. I had to learn to sleep on my back as turning was a big problem and sleeping on my side was impossible. I have had many bouts of bursitis, at least 4 times swelling to the size of a tennis ball. None of the pt or exercises seemed to strengthen the muscles in my right hip. My right hip dislocated in 2011, as I was sitting in a chair putting on a pair of shoes. I was taken by ambulance to the hospital and had to stay overnight. In 2012, I got the letter of the recall and went in for MRI and blood tests. It was confirmed I had a very high level of heavy metal poisoning. Pt from 2009 through 2012. Reason for use: advanced right hip arthritis.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.